Event description:
On (B)(6) 2010, this pt was being treated for a thoracic aortic aneurysm. A gore tag thoracic endoprosthesis was implanted without issue. However, upon removal of a 20 fr gore dryseal sheath, the iliac artery ruptured and came out with the sheath. It was reported that the small iliac artery size caused the iliac artery to rupture. The physician started chest compressions, but it was reported that the pt had a pre-existing abdominal aortic aneurysm, and the compressions caused the abdominal aneurysm to rupture. The pt subsequently bled out and expired.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.